Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, and the swivel was loose. The motor, sleeve, reciprocating arm, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: foreign - event occurred in netherlands.

Event description:
It was reported that outside of surgery, the unit did not respond to anything. The dermatome was connected to the compressed air and did not react to anything. As if the compressed air couldn't get through the dermatome. The moment you wanted to turn it on, the compressed air hose bulges but the blade did not move. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete.